Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: reloads - ecr60d = batch # l52e52, lot # l4el3t x 3.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec60 device was received for analysis with no visual non-conformances and with three ecr60d cartridge reloads present. Cartridge (b, c, d) ecr60d, l52e52 were received partially fired 1/16 and in good visual conditions. It is possible that while loading the reloads, the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reloads (b, c, d) by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reloads (b, c, d) formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The reported event could not be confirmed as no malformed staples were noted during functional testing.

Event description:
It was reported that during an unknown procedure, some malformed staples were deployed after the first firing with the gold reload. Changed another two reloads, but still had the same issue. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.